Event description:
"Order for removal of PICC line. On first attempt, line easily slid out about 19 cm (30 cm total in patient) and then resistance was met. Site was redressed and warm compresses were applied to right lower extremity (rle) above PICC insertion site. One hour later, second attempt was made to remove PICC. Another nurse was present helping with positioning and holding extremity. Was able to further remove PICC about 5 cm more and intermittent resistance met. Second nurse left after about 20 minutes and first nurse continued to attempt removal with light pressure. Catheter snapped outside insertion site; nurse was able to grab loose end of still inserted part of catheter and called for help. Another nurse came and applied more warm compresses, tourniquet to extremity, manual pressure on vein, and secured loose and with tegaderm. Medical doctor paged to bedside. Within about 2 minutes, loose end was no longer visible outside body. An ultrasound was utilized to identify the proximal and distal areas of the catheter along its length. An incision measuring 5 mm was made in the transverse plane and along the saphenous vein proximal on the thigh. The soft tissue was dissected and the vein was encircled. An anterior venotomy was made to expose the catheter within and was easily removed from the distal portion of the vein, but then did require some manipulation of the proximal portion. An x-ray confirmed its location and with just some gentle pulling of this catheter, it was able to be removed in one piece. There was frank clot around the catheter at the level of our anterior venotomy. The catheter was removed intact and saphenous vein was ligated with 4.0 vicryl sutures."

Manufacturer narrative:
Sample was not returned for evaluation and none of the same lot number available in stock. No lots manufactured around the same period of time were found in stock. The review of the device history records showed that the product was manufactured according to specification and documented procedures. Catheters are 100 percent inspected at various stages of the manufacturing process. A pressure test is performed on all catheters during manufacturing to ensure the catheters can withstand the pressures and forces when utilized within the instructions for use provided by argon. A control pull test is also performed per the specifications to ensure catheter strength and integrity. Comparing the problem description to the risk management documentation and the instructions for use, the resistance during catheter removal most likely was due to rapid removal of the catheter causing vasospasm or pressure on the insertion site prior to removal leading to vasoconstriction. The breakage issue was due to excessive stress applied to the catheter, the tensile strength of the catheter was exceeded.